Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside a specimen jar approximately half-filled with unknown solution. Leaflets 1 (l1) and 2 (l2) appeared partially open while leaflet 3 was in a closed position. All leaflets appeared slightly stiff yet flexible except where host tissue was present. There was no evidence of tears on the leaflets. Pannus lined the outflow margin of attachments partially encroaching onto the cusps of all leaflets. Pannus growth approached the inflow margin of attachments of all leaflets, adhering to the inflow of l2. The inflow cusps l1 and l3 appeared slightly thinner than l2, exhibiting a translucent appearance. Glistening, off-white pannus adhered distal to commissure 3-1 and commissure 1-2; commissures appeared intact. Similar pannus adhered distal to commissure 2-3 with additional pannus noted on top; commissures appeared intact. The sutures along the outer surface of the frame were predominantly covered by pannus overgrowth. Exposed sutures appeared intact. No damage such as bends or kinks was observed on the frame. Glistening off-white pannus lined the outer surface of the frame, adhering to the margin of attachments of all leaflets. Pannus adhered to the inflow crowns, extending to the inner lumen. Small hematomas were noted at the inferior coaptive areas between l3-l1 and l1-l2 . Radiographic imaging did not reveal calcification or stent fractures in the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 months following the implant of a transcatheter valve, the valve failed due to regurgitation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 months following the implant of a transcatheter valve, the valve failed due to regurgitation. No patient complications have been reported as a result of this event. Additional information was received indicating that the regurgitation was a severe paravalvular leak (pvl). The pvl was due to calcium burden. Approximately 5 days later, the valve was explanted and a non-medtronic surgical valve was implanted in the patient.

Manufacturer narrative:
Updated data: b1. B2. B5. Added second paragraph. D9. H2. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.